Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: based on the above investigation it is not possible to confirm whether there was a type ia or type iii endoleak. Both is possible according to imaging where resolution probably was too low to confirm. Maybe the localized angulation of the type iii arch was more than the maximum recommended 45 degrees. To accommodate the steep angulation in the type iii arch the proximal stent bodies were crowded. This potentially increased the risk of suture hole endoleak (type iii) due to excessive force applied to the sutures vs. Graft material. There is no evidence to suggest that the device did not function as intended, or was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2015: a (B)(6) male patient underwent tevar with zteg-2p-34-202-pf-d and gzsd-36-164-2 for stanford b acute aorta dissection. Evar was also performed as placing gore's excluder. The patient had a favorable outcome. On (B)(6) 2015: at a follow-up exam, proximal type I entry flow was confirmed by angio CT. On (B)(6) 2015: at 1m follow-up exam, the proximal type I entry flow was still observed. The false lumen in thoracic area was not observed, so the physician determined additional procedure was not needed. Patient outcome: there have been no problematic symptoms reported.